Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. The customer primed the tubing to resolve the issue. The customer's blood glucose level was over 500 mg/dl. Elevated blood glucose was addressed with a correction bolus via pump and supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.